Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified left anterior descending (lad) artery. An unspecified promus element stent was advanced and deployed in the mid lad artery. Then a 3.5x24mm promus element stent was advanced for treatment but was unable to cross the lesion. Upon removal, the physician noted stent damage. It was noted that the 3.5x24mm promus element stent did not interact with the previously placed stent. The procedure was completed with another device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified left anterior descending (lad) artery. An unspecified promus element stent was advanced and deployed in the mid lad artery. Then a 3.5x24mm promus element stent was advanced for treatment but was unable to cross the lesion. Upon removal, the physician noted stent damage. It was noted that the 3.5x24mm promus element stent did not interact with the previously placed stent. The procedure was completed with another device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent was damaged and severely stretched along its length causing the stent to bunch up and stretch out over the distal markerband towards the tip of the device. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 725mm distal from the catheter's strain relief. Several smaller kinks were noted along the length of the shaft. The inner and outer lumen just proximal to the proximal markerband was accordioned shaped. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).